Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted:(B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4)., implanted:(B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital due to medical reasons that were not related to the implantable neurostimulator (ins). The doctor at the hospital wanted to have the ins interrogated, and have the impedances checked by the manufacturer¿s representative (rep) but didn¿t know anything about the system and a communication problem was reported. The patient stated the ins wasn¿t working or charging properly and the lead weren¿t working anymore either. At first she thought it was the lead that wasn¿t working right because when she turned stimulation on, stimulation was turned on to the highest level. It took two to three minutes to get the patient programmer (pp) to turn stimulation off. She didn¿t get or recall if there were any errors on the screen at that time. The last time the patient felt stimulation or was able to charge the ins was in (B)(6) 2015. She was not able to connect to the ins with the pp or implantable neurostimulator recharger (insr). The insr was working and was able to power up and stuff came up on the screen but it wouldn¿t connect; the patient wasn¿t sure what came up on the screen. But then the patient stated she didn¿t recall if there was an error on the screen or if the insr would power on. The patient wasn¿t sure if the pp powered up or if there was an error on the screen but would check when the pp was available. At the time of the report the patient did not have the insr or pp with her. When the patient was asked if she had any falls she stated she had a couple which occurred in (B)(6) but had not let the doctor know about them. It was reviewed how to check to make sure the insr was charging, how to replace the batteries in the pp if it wasn¿t powering on, possibility of overdischarged state, and how to contact the rep. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.